Manufacturer narrative:
Product analysis: as found condition: the apollo microcatheter was returned for analysis inside the outer carton, biohazard plastic bag, and shipping box. Damage location details: the 1.5cm detachable tip was missing and not returned with the apollo microcatheter. The catheter body appeared to be kinked at 11.0cm from the proximal end of the catheter hub. No irregularities were found with the apollo hub. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the apollo catheter had resistance at the distal end when advancing the catheter into the vessel. It was noted that the apollo catheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. The apollo catheter was removed and replaced with another manufacturer's product to continue the procedure. There was no harm or injury to the patient who was undergoing a procedure to treat a an arteriovenous malformation. Patient's vessel tortuosity was severe.

Manufacturer narrative:
B6 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the guidewire had resistance in the middle of the catheter lumen. The cause was unknown.